Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6), 2026. The patient's blood glucose levels reached 500 mg/dl. The patient experienced cannula insertion issues and the pod had difficulty connecting to the sensor. The patient declined to report the duration of pod use. There were no additional symptoms reported. The patient was treated with insulin injections and infusion to control blood glucose levels. Multiple attempts to obtain additional information were unsuccessful as the patient reported that they are unwilling to provide further information.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.